Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of uveitis two weeks post bilateral lasik. Patient is using steroid drops. Light sensitivity is gone but there are still cells in the anterior chamber. There are two medical device reports associated with this event. This report references the right eye.